Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a kink and outer tear on the midshaft section 17 mm proximal to the proximal end of the port weld. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 3x28mm, concentric target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mild to moderately calcified right coronary artery. A 2.25x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed an outer tear on the midshaft section of the device.